Event description:
A malfunction was reported on the pump by the caller, though no notable events occurred prior to this issue. There was no available information on whether the customer's blood glucose level was impacted. The issue was resolved with assistance from technical support, who provided instructions to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if any issues reappeared.